Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. The pump history shows a 0.00u basal rate on (B)(4) from 16:06 to 11/20 at 05:18. The black box shows the date being incorrect set after time/date reset; date goes from 11/20/2014 to (B)(4) 2013. Pump continued on incorrect date until end of use. The tdd¿s add up correctly and reflect the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required range. Returned battery cap and returned cartridge cap used to complete testing.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on the same day, the patient was treated with IV fluids in the emergency room for elevated blood glucose (bg) of 535mg/dl with unspecified ketones and vomiting. During troubleshooting, it was noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged basal delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.